Event description:
Customer's wife reported blood glucose results of 136 mg/dl on the aviva system and 71 mg/dl within 10 minutes on a professional system. Reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.